Event description:
It was reported that during pre op testing of an implantable pacing lead (ipl) the tip would not extend despite several rotations. Additional rotations extended the tip suddenly yet not gradually. Likewise, the tip was retracted all of sudden after several rotations with no gradual retraction. Extension and retraction of the tip was repeated several times yet felt "unsmooth." The ipl was replaced with another lead, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)